Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implant procedure, the implantable cardiac monitor exhibited back-up vvi operation. After software download, the device resumed normal function. No patient symptoms were reported.